Event description:
The lay user / patient contacted lfs in 2009, alleging inaccurate high readings on her one touch ultramini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient, and sent a letter to obtain further clinical information: four days prior at 3:45pm, the patient tested her blood glucose and obtained an unspecified high reading and, reportedly then treated herself with more food. It is not known why the patient treated herself with more food then. The actual results were not provided. Approximately 2-3 minutes later, the patient reportedly began slurring. Patient was taken to the ER and was tested on the ER's meter and obtained a result of 20-30 mg/dl and, was treated with oral glucose. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, a normal reading for the patient and what reading the patient obtained the day of the event. Product was replaced. The complaint is being reported since the patient obtained an unspecified elevated reading and began to exhibit symptom suggestive of hypoglycemia after the reported issue, and had to be treated in the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.